Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact cause could not be determined. However, the damaged probe error and peeling of the tissue pad may have occurred as a result of the following: 1. The wearing and partially peeling of the tissue pad could have happened because the ¿seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the probe damage error and the contact marks on the non-insulated area of the grasping section and the probe. Instructions for use (IFU) instructs the user of the following: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained from the customer. The device failed in the middle of the procedure while the doctor was performing a seal and cut. The procedure was completed using a different device (model number: tb-0535fcs; serial number: (B)(6) ). There was no procedural delay and nothing fell into the patient. The customer did not report observing any visual damage to the teflon pad. No other devices were replaced in the procedure. The exact settings of the generator are unknown, however, the customer reported that the settings were the default ones set up by the vendor representative. The device was inspected prior to use and no abnormalities were observed. The cables and connection points to the generator were inspected and were found to have no damage and to be connected properly.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. The device was tested and passed the probe check. Both the switches were checked and were found to be functional. A visual inspection was performed and tissue buildup was observed. The teflon pad was inspected and was found to be separated and was missing a portion, causing the metal to be exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement was found to have some minor restriction due to tissue build up. The consistency of movement of the handle and jaw and handle load was normal. The rotation of the knob torque was normal and smooth. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer¿s sales representative reported to olympus technical assistance center (tac), a damaged probe error occurred on the thunderbeat 5 mm, 35 cm, front-actuated grip type s during a therapeutic laparoscopically assisted vaginal hysterectomy (lavh). The procedure was completed using a similar device. The inspection of the returned device found the teflon pad had separated and was missing a portion, causing the metal to be exposed. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.